Event description:
Smiths medical intl ltd, has been notified of an event of tracheostomy tube had leakage through the cuff after six days insertion. No adverse outcome to pt. The prod was tested before use. Event occurred in another country.